Event description:
The customer contacted stryker to report that their device's audible prompts switched to the incorrect language. As a result, the end user may not receive the proper instruction to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer provided stryker with a video verifying the reported issue. The device was connected to the online system and a software update was downloaded to resolve the reported issue of the device language being incorrect. Stryker confirmed that the device is now in the "ready" state in the online system.

Event description:
The customer contacted stryker to report that their device's audible prompts switched to the incorrect language. As a result, the end user may not receive the proper instruction to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.